Event description:
Healthcare professional reports "incidence of anaplastic large cell lymphoma (alcl) that appears to be associated with the use of textured breast implants. I have encountered 3 cases within the past 3 years (over 130 cases have been reported worldwide) and two of these were in patients who had mcghan implants, i.e. The same texturing process that allergan currently use." The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. Multiple attempts have been made to obtain further info including cytology/pathology reports, device info, etc. If/when additional info does become available, it will be forwarded.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.